Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had tone, vibrator or motor did not have power available when needed error. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump would not return to automode. The insulin pump will not be returned for analysis.